Manufacturer narrative:
The same patient was reported to have another type ii endoleak originating from the inferior mesenteric artery and a possible type I endoleak that were identified after the performed embolization. The occurence is captured and reported in gore event # (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Additionally, per IFU, adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
The following was reported to gore: on (B)(6) 2015, the patient presented with an abdominal aortic aneurysm that was treated with the implantation of gore® excluder® aaa endoprostheses. The post-op CT aneurysm diameter was stated to be 61mm. On (B)(6) 2015, a follow-up CT showed a type ii endoleak originating from the lumbar arteries. On (B)(6) 2018, a follow-up CT showed the same endoleak along with an increased aneurysm diameter of 71mm. On (B)(6) 2018, the endoleak was treated with onyx® embolization. The patient tolerated the procedure.